Event description:
The hcp reported that during interrogation, low reservoir and empty reservoir messages appeared at pump status window, but an alarm was never heard. The reporter was with patient for more than 2 hours; the alarm interval was set at 1 hour for critical; 4 hours for non-critical. An alarm test was not performed. The patient was reported to be asymptomatic. A refill was performed and the patient was sent home.